Manufacturer narrative:
It was reported that the cns failed to alarm for (vtach) when alarm limit is breached. No consequence or impact to the patient was reported. Log files from the event has been received. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the cns failed to alarm for (vtach) when alarm limit is breached. No consequence or impact to the patient.

Manufacturer narrative:
It was reported that the cns failed to alarm for (vtach) when alarm limit is breached. Log files were received and investigated. Although v-tachy is set to 9 beats or more, 9 consecutive vpcs is detected as vpc-run. In this case, the total rr interval from 1st vpc to 9th vpc is approximately 4.4 seconds. So the average rr interval of 8 rr intervals is 0.55 seconds.(ie, 4.4 seconds / 8 intervals = 0.55 seconds). When this average rr interval is converted to heart rate, the heart rate becomes 109 bpm. (Ie, 60 seconds / 0.55 seconds = 109 bpm) since v-tachy is set to 120 bpm or more, this 109 bpm event is not detected as v-tachy. On the other hand, the total rr interval from 1st vpc to 3rd vpc is approximately 1.0 seconds. So the average rr interval of 2 rr intervals is 0.5 seconds. When this average rr interval is converted to heart rate, the heart rate becomes 120 bpm. Since vpc-run is set to 3beats or more and 120 bpm or more, this 120 bpm event is detected as vpc-run. Therefore, this event is considered to have been detected as vpc-run instead of v-tahcy because heart rate was low. In order to detect as v-tachy, set v-tachy to 105 bpm or less. The customer complaint for the "cns failed to alarm for vtach when the alarm limit is breached" could not be duplicated.

Manufacturer narrative:
Investigation for this incident has been captured as part of MDR (B)(4). Investigation from (B)(4) is as follows: details of complaint on (B)(6) 2019, customer reported that 26 beat ventricular tachycardia (v-tach) was not alarming on the cns device. Customer expected the event to trigger an alarm for a sustained v-tach, but instead it was detected as multifocal pvc. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: nkc analyzed the telemetry strips and device settings. The analysis shows the reported event did not meet the alarm criteria set by user. Particularly, the 26 heart beats were detected as ventricular premature contractions at less than 120 beats per minute (bpm), however both v-tach and vpc run were set to 120bpm or more. The heart beats were detected as "couplet" and "multiform" alarms. Service history for this device shows this is one of the two events where user expected device to alarm v-tach. The second event was captured under ticket (B)(4). Service history for this customer shows no other incidents. Customer has not reported this issue again since 1/4/2019. Device functioned as intended. The root cause for the user stating device did not alarm as expected was due to user's clinical settings. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
It was reported that the cns failed to alarm for (vtach) when alarm limit is breached. No consequence or impact to the patient.